Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window for transmitter serial number (B)(6) . The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.